Event description:
During a baloon kyphoplasty procedure, the surgeon noted that the patient's bone was extremely soft, but was able to complete the procedure without difficulty. Bo bone cement extravasation was apparent on the post operative radiographs. The patient's pain was greatly improved in the recovery room, but he was noted to have weakness of his left ankle (foot drop syndrome). He returned to surgery the following day. The cord was decompressed at t12. Bone cement was seen within the spinal canal and removed. Subsequently, the patient's foot drop has recovered and he is ambulatory.

Manufacturer narrative:
H6- device not returned for evaluation; correspondence with physician reporting event.